Manufacturer narrative:
Analysis received the unit with no button response due to moisture damage to the keypad traces. There was no button error alarm noted. There was no moisture damage found on the electronic assembly. There was no blank display noted when battery was inserted into battery tube.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 106 mg/dl at the time of incident. The customer's mother stated the insulin pump received a button error alarm. The customer's mother stated the insulin pump vibrates without an alarm or alert, and there is a constant tone occurring. The customer's mother stated the insulin pump screen went blank after exposed to moisture. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.